Manufacturer narrative:
Retainer = clear. The insulin pump was returned for cosmetic damage located on the retainer found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment properly however, damage to the retainer was noted during visual inspection. The following were noted during physical inspection: partially broken retainer, cracked select button keypad overlay, missing display window cover, end cap address label faded, scratched case, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the retainer (partially broken) is confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.